Event description:
It was reported that the wanted to confirm what things do not affect the stimulator; such as what can they not do at the chiropractor. The week prior to the report they started using the diathermy, but she knew they couldn¿t use that so she told them to stop; the woman didn¿t know it couldn¿t be used. When she was at the chiropractor they used a ¿rolly thing,¿ later clarified to be an infrared light, on her back and when it was by the implantable neurostimulator (ins) it was very uncomfortable, painful, causing a burning sensation, shocking/jolting sensation, and jerking. Guidelines from the emi table described that there would be no anticipated interaction. The patient stated the jerking was like the ¿system was jerking around.¿ the stimulation was not increasing but it felt like the whole thing was jerking inside her body. She told the doctor that it was uncomfortable; he finished what he was doing but didn ¿t stop right away. Currently there was no pain, burning, shocking, or jerking and it was not uncomfortable and stimulation seemed normal. Compatibility guidelines for ultrasound and therapeutic ultrasound were reviewed. If additional information is received a fol low-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).